Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in chordae and leaflets) resulting in tissue injury/damage appears to be related to procedural conditions/user technique and due to challenging imaging. Image resolution poor is related to procedural conditions and due to suboptimal imaging quality. The reported patient effect of tissue injury/damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a rotated heart. A mitraclip ntw was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, and the clip became caught on the chordae and leaflets. Troubleshooting was performed, but the clip was unable to be removed from the chordae and leaflets. Therefore, the clip was implanted where it was stuck, attached to both leaflets, with chordae, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a rotated heart. A mitraclip ntw was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, and the clip became caught on the chordae and leaflets. Troubleshooting was performed, but the clip was unable to be removed from the chordae and leaflets. Therefore, the clip was implanted where it was stuck, attached to both leaflets, with chordae, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.